Manufacturer narrative:
The awareness date on the initial report submitted september 30, 2019 should have been september 16, 2019 rather than september 24, 2019.

Event description:
New information notes nothing notable was found during testing. Programming changes were made. The patient was to continue with monitoring.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that left ventricular lead impedance had increased and capture thresholds were high. The patient was to present at a clinic for further evaluation. The patient was stable.